Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was being explanted in 19 days and that the pt had decided not to move forward with therapy due to catheter issues. The pt was having a rhizotomy and the health care provider did not want any drug entering the pt. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.